Manufacturer narrative:
The lead was surgically abandoned (capped), therefore will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new lead was successfully implanted and no adverse pt effects were reported. The event will be re-evaluated if additional info becomes available. Threshold elevation is recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this right atrial (ra) lead was surgically abandoned (capped) due to high threshold measurements. A new ra lead was successfully implanted. No specific measurements were given and no adverse pt effects were reported. The lead was actively implanted for approximately 7 years, 4 months.